Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the device was inspected prior to a diagnostic procedure to observe the larynx. There procedure was completed without delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the coating of the image guide serpentine (connecting tube) was peeling off due to deterioration. Upon further inspection, it was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the connecting tube had a dent due to physical stress. It was also observed that there was significant breakages in the image bundle due to physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: scope connector cover, eyepiece, grip, angulation lever and on the up-down plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the tracheal intubation fiberscope had a suspected leak and separation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the image guide serpentine is peeling off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.